Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to a disassociated insert.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).